Manufacturer narrative:
D4 model number/catalog number: 72400024. Serial number: (B)(6). Batch/lot number: 1000145031, gtin: (B)(4), description balloon fgs 61-70 cm, expiration date: 08/05/2023, h4: manufacturer date: 08/06/2018, d4: model number/catalog number: 72400098, serial number: (B)(6). Batch/lot number: 1000140606, gtin: (B)(4), model/catalog description control pump fgs, expiration date: 07/24/2023, h4: manufacturer date 07/25/2018.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted that was defective in activation. The physician requested the device to be replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was replaced.

Manufacturer narrative:
Model number/catalog number: 72400024. (B)(4). Batch/lot number: 1000145031. (B)(4). Description: balloon fgs 61-70 cm. Expiration date: 08/05/2023. Manufacturer date: 08/06/2018. Model number/catalog number: 72400098. (B)(4). Batch/lot number: 1000140606. (B)(4). Model/catalog description: control pump fgs. Expiration date: 07/24/2023. Manufacturer date: 07/25/2018.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted that was defective in activation. The physician requested the device to be replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.